Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): alarms too many drops, over dosing. Pump was infusing blood pressure-lowering drug.

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). The actual device involved in the event has been received and the investigation is ongoing at this time. A follow up report will be provided after the inspection results become available.